Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, this event has been deemed not reportable and not a complaint. The reported hex file request does not represent a device failure and does not meet the criteria for a complaint. There is no evidence of device malfunction, and no change in device values was observed. This event is classified as a service request. Reference to complaint # (B)(4).

Manufacturer narrative:
The pump underwent testing where the flow rate test fell outside the acceptable range. The device is not available for evaluation and therefore, we are unable to confirm the reported issue and/or outcome. However, a CAPA has been established to investigate this failure mode to better understand and where possible determine the root cause.

Event description:
Zyno medical received a request for a hex file to address the pump's flow rate offset of 05% that failed during testing. There was no patient involved as the issue was encountered during testing.